Event description:
Revision surgery was reported, "patient transferred in from an outside hospital and outside orthopedic surgeon for significant deformity and pain in the left leg. Radiographs show a fractured hip stem with a well fixed distal stem, copious cement in the canal, and a constrained locking mechanism. Original intended procedure: left total hip arthroplasty, prosthetic failure and fracture prior left hip instability, prior multiple revisions, and fractured hip stem construct with cement to the knee and constrained acetabular liner." Initially reported from the user site on MDR# (B)(4) .

Manufacturer narrative:
The lack of sufficient proximal support would subject the stem to fatigue loads at a more distal location on the stem. In cases with compromised proximal support, the stem can be subjected to loads that are above the fatigue strength of the material which leads to the fracture of the stem.